Event description:
It was reported that shaft detachment occurred. The 90% stenosed target lesion was located in the moderately tortuous left popliteal artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon¿ flextome monorail was selected to treat the lesion. Upon taking the protective hoop, the user did not attached the inflation device to the catheter prior to removal and it was noted that the shaft was detached upon removal of the catheter from the white packaging hoop. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. It was observed that the shaft polymer extrusion was broken at the guide wire access port. There was evidence of material resistance at both break sites. A tactile examination confirmed that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that shaft detachment occurred. The 90% stenosed target lesion was located in the moderately tortuous left popliteal artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon flextome monorail was selected to treat the lesion. Upon taking the protective hoop, the user did not attached the inflation device to the catheter prior to removal and it was noted that the shaft was detached upon removal of the catheter from the white packaging hoop. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).